Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer attempted to reload the cartridge, but received a cartridge alarm 1. Reportedly, the customer stated there was a "mark" on the side of the cartridge next to the patient line, but did not think it was a crack. The customer attempted to reload the cartridge again, but the pump requested a minimum of 100 units. The customer did not want to load a new cartridge as the pump was being replaced due to the wake button becoming unresponsive. The pump turned on when plugged into a power source. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections available.